Manufacturer narrative:
The fse that encountered the issue stated that the battery would not increase charge despite the battery led indicator showing that it was charging. The fse replaced the batteries. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit did not power on when operating on battery. No patient was involved.